Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic surgical procedure on (B)(6) 2011 and topical skin adhesive was used. Within ten to fourteen days post operative, the patient present with erythema with raised papules and the area was bright red and itchy. The doctor prescribed hydrocortisone cream and benadryl cream.